Event description:
It was reported that (1) device was used during a colectomy. It was reported by the rep that the surgeon went to fire across the bowel and was only able to fire part way. A 2nd instrument was opened and the same scenario happened. A 3rd instrument was opened and used to complete the case. There was no consequences to the patient.